Manufacturer narrative:
(B)(4). Test infusion set/p-cap locks in properly. Pump passed self test sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. Unit received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump uses too much batteries. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.